Event description:
It was reported that approximately three years and nine months post port placement via the right subclavian vein, leakage of saline solution was allegedly found in the subcutaneous tunnel and the catheter was found to be broken. The distal catheter segment and the port body was removed on later days. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, material separation and fluid leak and the identified dent issues, as a complete circumferential break was noted approximately 8.1 cm from the distal end of the cath-lock that was elliptical in shape. The edges of the complete circumferential break on the proximal catheter segment were noted to be jagged in one region and rounded in another. The proximal surface of the complete circumferential break appeared granular in one region and smooth in another. The edges of the proximal complete circumferential break on the distal catheter segment were noted to be sharp and smooth; the break surface was finely granular. The characteristics of the break are indicative of pinch-off. Pinch-off is known to occur when implanting the catheter into the subclavian vein medial to the border of the first rib, which the user is instructed to avoid in the instructions for use. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use states: "this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off." ¿preventing pinch-off: the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately three years and nine months post port placement via the right subclavian vein, leakage of saline solution was allegedly found in the subcutaneous tunnel and the catheter was found to be broken. The distal catheter segment and the port body was removed. There was no reported patient injury.